Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Additional narrative: it was reported that due to recurring cystocele, mesh protrusion, vaginal pain, vaginal odor and dyspareunia the patient underwent mesh removal on (B)(6) 2010. Patient (B)(4) - cystocele, (B)(4) - vaginal odor, (B)(4) - dyspareunia.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-03970. The same patient is represented in each medwatch.

Manufacturer narrative:
Resubmission with the correct file number. It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and prolift was implanted.